Event description:
While tapping the device into place, placement of the cage (riser) migrated anterior to l5. The device was unable to be retrieved. This is a known but rare complication. Attempted retrieval again on a subsequent surgery. This was unsuccessful due to unrelated complications cause procedure to have to be aborted. Device was never retrieved because patient later expired due to unrelated complications. Device migration itself did not cause harm to the patient.